Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported the controller charges from ac power but when she tries to charge her implant (ins) the recharger paddle gets hot and the cord where it goes into the paddle gets hot since about a week ago. Pt stated her skin appears "red" after she is done charging from the recharger paddle. Pt has tried to reset the controller but she still cannot connect to charge the ins. Pt verified there is no visible damage to the recharger cord. A replacement recharger telemetry module (rtm) was sent out. Information was received from a patient (pt) regarding an external device. Pt stated she is still having issues recharging the ins. Pt stated she has to charge the controller twice just to finish the ins charge. Pt stated that her ins will charge and then it will stall but it will still show excellent charge quality, and clarified the ins battery will not increment but the controller battery will deplete so she will have to charge the controller again just to finish the charge of her ins battery. Pt stated the new recharger (rtm) paddle is getting hot still and verified that she does charge over a thin piece of clothing, pt stated she has taken the controller battery out just to let it sit but that is not resolving the issue. Pt connected to the ins to charge and verified 100% for the controller and 80% for the ins. Pt stated she is connected with excellent charge quality. The issue was not resolved. A new controller was requested. The patient reported that what lead to the heating of recharger during charging was that they were not charging within a significant amount of time as they were told. It 'heats up' and their skin feels like it is on fire. They have to stop and resume charging after it cools down. The issue was not resolved, they were going to go to their healthcare provider (hcp) to figure it out.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(4), ubd: , UDI#: ; product ID: 97755-s, serial/lot #: (B)(4), ubd: , UDI#: h3: analysis of the 97755 recharger (rtm) s/n(B)(4) revealed that the complaint was unable to be verified, no issues were noted and the rtm never got hot after running it for 10 minutes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 97755-s, serial# (B)(6), product type: recharger. Product ID: 97755-s, serial# (B)(6), product type: recharger. Correction to section e: the initial reporter's phone number has been updated/corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.